Event description:
Customer had her ear pierced with the inverness ear piercing system in a retail store on 9/30/97. She was treated for an infection at the piercing site on 10/18/97 and subsequently hospitalized and given a course of antibiotic treatment.

Manufacturer narrative:
MFR evaluated earring upon receipt and found no defects were evident. The quality control dept report is attached. Imbedment/infection. (Clutch deformed - flattened, post bent) probably by transit in evelope in u.s. Mail. Small amount of foreign matter in tiff. Cap. No defect found.